Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. Transseptal puncture was performed successfully and an inquiry afocus catheter was used to create geometry of the left atrium. During ablation of the pulmonary veins, the pt became hypotensive. An echocardiogram revealed a cardiac perforation and tamponade. The physician performed a pericardiocentesis, which stabilized the pt. The pt was doing well after the procedure. The physician stated that were no performance issues with any sjm device.